Event description:
The advocate stated that the customer received a blood glucose reading of 160 mg/dl using his contour meter. His glucose was retested using another meter and that the reading was 60 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.